Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, external force may have caused the issue. However, the definitive root cause of the reported issue could not be determined. The following is stated in the instructions for use which may prevent the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device was received and evaluated. Inspection found the reported customer issue was confirmed. Inspection found the ultrasound image had multiple broken elements (+11 broken elements) . In addition, the probe unit pink rubber cut, lg (light guide) cover glue was observed peeling at the d/e (distal end) side. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, image is present but compromised image on transducer (image issue at 4oclcock on transducer). The issue found during demonstration. There is no patient involvement associated on this reported event. No user injury reported.